Manufacturer narrative:
Pr 1319379 follow up emdr for device evaluation. The failure mode was confirmed using the images returned (broken valves). The top of the valve is missing. However, the customer provided photographs did not allow for an evaluation of the top of the valve. Without a photograph displaying adequate detail/a close up looking down on the top of the valve a root cause could not be determined. Additionally the remaining molding present in the photograph did not appear to be defective in any way. A complaint history check was not performed as the lot number is "unknown" for this complaint. The failure mode was confirmed but a root cause could not be determined. The customer provided photographs did not allow for an evaluation of the top of the valve. Without a photograph displaying adequate detail/a close up looking down on the top of the valve a root cause could not be determined. Additionally the remaining molding present in the photograph did not appear to be defective in any way. Since the root cause was unable to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
I want to inform you about a defective valve. Call from the training staff, this informed that at the patient the valve "inside life" lost. I asked him to inform the nursing home that the patient is going to the clinic to change the valve. The patient also went to the clinic. There, the valve was not changed, but a drain bag connected and dismiss the patient in the nursing home. After informing me on saturday I changed the valve. Clinic was retrained accordingly.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
I want to inform you about a defective valve. Call from the training staff, this informed that at the patient the valve "inside life" lost. I asked him to inform the nursing home that the patient is going to the clinic to change the valve. The patient also went to the clinic. There, the valve was not changed, but a drain bag connected and dismiss the patient in the nursing home. After informing me on saturday I changed the valve. Clinic was retrained accordingly.